Event description:
Nurse removing tape from swan at (r) shoulder as pt had just been repositioned. When removing tape from yellow catheter near insertion to pt, the catheter snapped open (broke) entirely apart and wire inside was also noted to be broken. Pt's vital signs, cvp and wedge all within pt's baseline prior to incident. Tube clamped immediately by nurse. Pt remained stable during this time and no intervention required other than md changing to a central line.